Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate with multiple cartridges. Reportedly, the cartridges were filled with 480-500 units of insulin. There was no impact to the customer's blood glucose level. At the time of the call, the customer declined to reload the cartridge and would call tandem technical support back during a routine supplies change. Although requested, no further information was provided on the reported event.